Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and headache. It was reported that therapy was turning off by itself. The caller stated that sometimes the ins turned itself off, like it would not keep going. The patient confirmed that the patient programmer displayed stimulation was off. The patient also confirmed they had not been using the patient programmer prior to the instances. The patient would use the patient programmer to check the ins status after they felt pain. The patient also noticed that the ins shut itself off when the ins charge was 1/8 full, 1/3 full, and 1/4 full. The patient stated the issue had occurred for a good year, but also stated the ins had pretty much always done it. No further complications were reported or anticipated.